Event description:
It was reported via repair work order that the brakes would not engage due to foot left braking lever and caster was broken. No adverse consequence or clinically relevant delay in treatment was reported.